Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high frequency electrosurgical unit had the error e006 multiple occurrences during a therapeutic transurethral resection in saline (turis) procedure which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: d4 - serial #. Updated fields: d8, d10, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was not reproduced during product analysis, but e006 occurred history was recorded in the error log. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error related to electrolyte solutions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.